Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. In previous report, section b2 was incorrectly marked as death, required intervention to prevent permanent impairment/damage which should be product problem only. It has been corrected in this report. Section d8, d9 was marked incorretly in previous report and it has been corrected in this report. Section d1, e1, g2, g6, h3 has been updated/corrected in this report.